Manufacturer narrative:
The patient side manipulator (psm) arm was returned and evaluated. Engineering found that the psm arm failed the in-house brake weighted drop test for axis-2 upon configuring the arm to a da vinci system and powring it up in maintenance mode. The failure of the axis-2 brake is directly related to the reported error 23022. The axis-2 brake was replaced to upgrade the arm to next revision. This complaint is being reported due to the patient side manipulator arm failing the in-house brake weight drop test during failure analysis. Although this was found during failure analysis, no patient involvement occurred. If this malfunction were to recur, it could likely cause or contribute to an adverse event.

Event description:
During routine da vinci system error log review by intuitive surgical, inc. Representative, error 23022 - brake fault was discovered. No patient involvement or impact occurred. The patient side manipulator (psm) arm was replaced to correct the problem. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.